Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in foreign country. The product is not sold in the USA, but, it is similar to a product which is sold in the USA.

Event description:
A hospital in a foreign country reported that the rt125 breathing circuit did not warm up. The heater wire was broken. We have interpreted this to mean that the heater wire was electrically open circuit and not heating . The rt125 breathing circuit would still conduct oxygen from the humidifier to the patient. There was no patient injury reported.